Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. This ra lead was replaced with a different model. No additional adverse patient effects were reported. Additional information was obtained. The lead had reverted to unipolar due to safety polarity switch. In bipolar polarity, the impedance was greater than 3000 ohms. In unipolar polarity, the device was exhibiting some noise episodes. Therefore, the lead was replaced.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. This ra lead was replaced with a different model. No additional adverse patient effects were reported. Additional information was obtained, the lead had reverted to unipolar due to safety polarity switch. In bipolar polarity, the impedance was greater than 3000 ohms. In unipolar polarity, the device was exhibiting some noise episodes. Therefore, the lead was replaced.